Manufacturer narrative:
Ethnicity - (B)(6). Implanted date: device was not implanted explanted date: device was not explanted (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions . A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the procedure, the physician wanted to use an angio-seal device. When advancing the device inside the insertion sheath, the physician noticed that the carrier tube was bent. The physician tried to advance the carrier tube two more times but he didn't succeed. The physician used another device. Additional information was received on 7/4/2018: the patient was having a peripheral intervention procedure. The new device that was used was another angio-seal vip. Hemostasis was achieved by the new angio-seal vip. The patient was treated and is doing well.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angio-seal vip was returned for evaluation. One carrier tube assembly was returned along with the plastic bag and a partially opened aluminum foil. The bypass tube was still located at its manufacturing location. The collagen within the carrier tube was swollen with dried blood. Upon microscopic inspection, it was noted that the carrier tube was kinked adjacent to the proximal part of the bypass tube. This deformation precluded the carrier tube from advancing as intended through the inner diameter of the bypass tube. The complaint is confirmed due to the deformation observed on the distal end of the carrier tube. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the reported event was related to related to the handling of the device.